Event description:
It was reported that during a longo procedure, it was very difficult to compress stapler and main surgeon had to get the support from another physician. The needle didn't drop until the device was removed from the patient. Procedure was completed by hand sutures. There was extra bleeding especially at the titanium curve. Procedure was prolonged 40 minutes. Additional information was requested but to date, no more information has been received. If additional information or a device is received, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.